Manufacturer narrative:
The device was received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a calcified right common femoral artery was attempted using a proglide device via a 6f sheath after a percutaneous transluminal angioplasty procedure. Reportedly, after suture deployment, the lever did not close completely and the foot did not retract. The foot became embedded in the arterial wall. A femoral endarectomy was performed and surgical cut down was performed to remove the device and close the access site. There was no adverse patient sequela; however, there was a reported clinically significant delay in the procedure or therapy. The patient was reportedly fine and was discharged the same day. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue was not confirmed. Entrapment of the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.h6: removed device codes 2983 and 1536.